Event description:
It was reported that the device was broken or damaged. The barrel clamp needs to be replaced. The plastic is defective. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The barrel clamp needs to be replaced. The plastic is defective. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Add b5, d8. Correct e2 g1, g2, g3, g6, h3, h6 (annex b,c,d,g), h11. A review of the device history record showed the device had a manufacture date of 29 nov 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported that the device was broken or damaged. The barrel clamp needs to be replaced. The plastic is defective. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 29 nov 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. The barrel clamp needs to be replaced. The plastic is defective. No additional information was provided. There was no patient involvement.